Event description:
Boston scientific received information that noise was oversensed by this pacemaker on the right ventricular lead leading pacing inhibition. As the patient is pacemaker dependent, this resulted in greater than 2 seconds of asystole. Surgical intervention was performed to replace the lead with no adverse patient effects reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that the device was explanted for normal battery depletion and returned for analysis approximately seven months later. No adverse patient effects were reported.